Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited loss of capture and no pacing output. A lead revision was performed and the lead was not able to be repositioned, so the lead was explanted and replaced. The lead was discarded by the hospital and will not be returned for analysis. However, a photograph was provided which showed a bend/kink in the lead body near the terminal pin. No additional adverse patient effects were reported outside of the surgical intervention.